Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. One haptic is bent and twisted in the gusset area causing the tip to point up in the lens case. Damage is observed on the anterior surface on the distal tip area of the haptic with loose lens material. The optic has been cut in half typical of insertion and removal from the eye. Two pieces of the optic along the edge are missing. Multiple scratches are observed crossing the surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be scratched. The lens was replaced during the same procedure with no reported harm to the patient. Additional information has been requested.